Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that when giving the chair a right or left command the chair will continue to drift which indicates that there is some damage done to the inductive. The joystick cannot find the center.